Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire coating issue occurred. The 100% stenosed target lesion was located in the severely calcified tibial artery. A 300cm str pt²¿ guide wire was selected for use. During procedure, the device "lost" its polymer coating and its polymer debris was noted caught in the wall of the innova stent strut. The procedure was completed with another of the same device. Patient¿s status was grave and unstable.